Event description:
Patient having a right laparoscopic nephroureterectomy performed. Surgeon asked for a stapler. Ats45 stapler with cartridge was handed to the scrub nurse. Scrub nurse loaded the stapler and handed it to the surgeon. Stapler placed through one of the laparoscopic ports. Surgeons were easily able to encompass both segments of the renal artery. The first lever of the stapler was brought down without any difficulty; however, as the surgeons deployed the second lever of the vascular stapling device, surgeons noticed the device actually retracted backwards without full deployment of the staple load. Unfortunately, it appeared as though the artery had been transected without placement of the staples. At this point, surgeons noticed brisk arterial bleeding coming from the arterial stump. The vascular stapler malfunction resulted in hemorrhage requiring an emergent conversion to a right open nephroureterectomy, flexible cystoscopy. Patient, family and manufacturer notified.